Event description:
Caller reported that their pump experienced a malfunction, and the pump shut down before fault ID could be identified. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.